Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. Moreover, the shaft is slightly bent, indicating device mishandling and that the device has hit a hard surface. No electrical or functional tests were conducted due to the condition of the electrode. This failure has been investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes have been implemented to address this failure. This device is from a lot that was manufactured before the tip¿s design change. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed one other similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Within an arthroscopic rotator cuff repair, the electrode tip was detached from the ablation electrode. Finding the electrode tip was only possible with the aid of unscheduled x-ray. The recovery could be done arthroscopically in the course, the safe removal was possible by expanding the surgical approach (incision). The procedure time has been extended for approximately one hour.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy (B)(4) would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Within an arthroscopic rotator cuff repair, the electrode tip was detached from the ablation electrode. Finding the electrode tip was only possible with the aid of unscheduled x-ray. The recovery could be done arthroscopically in the course, the safe removal was possible by expanding the surgical approach (incision). The procedure time has been extended for approximately one hour.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; howeverm it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
Within an arthroscopic rotator cuff repair, the electrode tip was detached from the ablation electrode. Finding the electrode tip was only possible with the aid of unscheduled x-ray. The recovery could be done arthroscopically in the course, the safe removal was possible by expanding the surgical approach (incision). The procedure time has been extended for approximately one hour.